Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, initial interrogation revealed dashes (---) for multiple parameters. Measured data gave a battery current drain of 55ua. Return to standard and reprogramming were unsuccessful in resetting the device.